Event description:
Report received of a tubing breakage. No specific pt info was provided, but it was reported that when the clinician was attempting to disconnect the tubing set from a port on a central line, the distal end of the tubing got stuck inside the female end of a pt's central line, it was reported that the clinician clamped off the lumen and taped off the port. There were no reported adverse pt effects. Multiple atempts were made to obtain further info, but no additional info was provided.